Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was instructed to call back if the issue returned and was advised to continue using the pump.